Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) had trouble docking while attempting to reposition it. A new lp was used to complete the procedure. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of docking issues was not confirmed. The leadless pacemaker was returned for analysis. Visual, electrical, and longevity analysis was normal with no anomalies found.